Event description:
A us distributor contacted zoll to report that a patient developed a digging skin irritation under the lifevest equipment. Patient also reports that the lifevest was sticking to a surgery scar that the patient had. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised patient to wait for the scars to heal before putting the lifevest back on. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.